Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the listed device the site appeared to be on correctly; however it was actually sitting a few inches from the round adhesive as if the site had been pulled away and moved, then pushed back on. The cannula appeared to be slightly bent upon removal. User experienced elevated blood sugar levels as a result of this event.